Manufacturer narrative:
E1: reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg has reached its end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.